Event description:
It was reported that the patient experiences a fall approximately 2 weeks ago at home and hit their left chest area near the implantable cardiac monitor and caused the device to move in the chest. Upon review, it was discovered that the device was exhibiting undersensing even with the sensitivity decreased to the lowest setting. The device was explanted and replaced. The patient was in stable condition.